Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported during a thrombectomy procedure, the patient experienced spasm which was treated with the medication. It is noted that the adverse event (spasm) has possibly relationship to the thrombectomy procedure and the subject study device retriever, not related to stroke (disease under study) and to an underlying condition. The outcome of the adverse event was resolved without clinical sequalae. No further information is available.

Event description:
It was reported during a thrombectomy procedure, the patient experienced spasm which was treated with the medication. It is noted that the adverse event (spasm) has possibly relationship to the thrombectomy procedure and the subject study device retriever, not related to stroke (disease under study) and to an underlying condition. The outcome of the adverse event was resolved without clinical sequelae. No further information is available.

Manufacturer narrative:
This is 1 of 2 reports. H3 other text : the subject device is unavailable to manufacturer.